Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing. It was found that the resistance measurements are out of specification. The customer complaint of touch screen being out of specification was verified.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
The service engineer (se) reported that the touch screen was misaligned. Not in use, no patient or user harm reported. The se reported that the touch screen was misaligned. The issue was not resolved after calibrating the touchscreen. The se replaced the touchscreen to resolve the issue.